Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2203402 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, button #2 of a 5f mynx control vascular closure device (vcd) was hard to be pressed down, and once deflated and removed, gushing was noted from the groin access site. Hemostasis was achieved using manual compression for 20 minutes without incident. There was no injury to the patient. The balloon was fully deflated as indicated by the bubbles which had stopped moving and the inflation indicator being completely down. It looked as though button 2 was partially depressed. There was no damage noted to the button. The sealant was believed to be deployed to the proper location. The mynx vcd was used in an interventional led procedure using a retrograde approach. The mynx vcd was stored and prepped according to the instructions for use (IFU). The balloon was able to be inserted and inflated without incident. The device was pulled back until black indicator lines matched up and button #1 was pressed. Two minutes elapsed and the user found it very hard to press down on button #2. There was no contrast in the balloon, as it was prepped and filled with only saline. The balloon was then deflated, and the device removed, and gushing was noted from groin access site. The physician noted there was no formal femoral angiogram taken but did note the vessel was moderately calcified, with presence of calcium and peripheral vascular disease at the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was above the bifurcation. Button #1 was properly and completely activated before button #2 was attempted. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. Heparin was on board during the procedure. The device was used with an unknown 5f catheter sheath introducer. The concomitant sheath will be returned as it is attached to the returning device. The device is being returned for evaluation.

Manufacturer narrative:
As reported, button #2 of a 5f mynx control vascular closure device (vcd) was hard to be pressed down, and once deflated and removed, gushing was noted from the groin access site. Hemostasis was achieved using manual compression for 20 minutes without incident. There was no injury to the patient. The balloon was fully deflated as indicated by the bubbles which had stopped moving and the inflation indicator being completely down. It looked as though button 2 was partially depressed. There was no damage noted to the button. The sealant was believed to be deployed to the proper location. The mynx vcd was used in an interventional led procedure using a retrograde approach. The mynx vcd was stored and prepped according to the instructions for use (IFU). The balloon was able to be inserted and inflated without incident. The device was pulled back until black indicator lines matched up and button #1 was pressed. Two minutes elapsed and the user found it very hard to press down on button #2. There was no contrast in the balloon, as it was prepped and filled with only saline. The balloon was then deflated, and the device removed, and gushing was noted from groin access site. The physician noted there was no formal femoral angiogram taken but did note the vessel was moderately calcified, with presence of calcium and peripheral vascular disease at the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was above the bifurcation. Button #1 was properly and completely activated before button #2 was attempted. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. Heparin was on board during the procedure. The device was used with an unknown 5f catheter sheath introducer. The concomitant sheath will be returned as it is attached to the returning device. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was fully depressed with the clock symbol visible in the tension indicator window. Button 2 was not depressed. The syringe was connected to the device with stopcock open. The sealant was not received with the device and no damages were observed on the sealant sleeve or atraumatic tip. The procedural sheath was locked on to the sheath catch. The device was inspected for damages/anomalies that may have contributed to the reported failure. No damages/anomalies were observed on the returned device. Per dimensional analysis, the crossing profile of the fully deflated balloon was verified and noted to be within specification. The slit length was verified and noted to be within specification. Per functional analysis, the device was received without the sealant with balloon fully deflated and button 1 fully depressed. A simulated deployment test was performed on the returned device, and button 2 was depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification did not show any damage in the sealant sleeve assembly, nor the atraumatic tip. A product history record (phr) review of lot f2203402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control button 2 frozen/locked¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, handling process, and/or patient condition may have contributed to the reported event. The reported ¿mynx control sealant inability to achieve hemostasis¿ was not confirmed during analysis of the returned device. The sealant was not returned for analysis, and the root cause of this incident could not be determined from the information provided. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.